Event description:
The customer reported via phone call experiencing high blood glucose levels. The customer also reported an infusion set leak at the insertion site and/or reservoir leak. The customer's blood glucose was 479 mg/dl. He treated with a manual injection and bolus. He stated that he had a reservoir leak and became disconnected 3 times. He advised that he was changing the infusion set and had discarded the used infusion set. He stated that his shirt was wet from the insulin leak. He stated that he could not fill the tubing and was advised that he had to rewind the insulin pump first to do so. He was assisted with filling the tubing and was advised to monitor the situation.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.